Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A femoral angiogram was taken which showed calcification at the access site. It should be noted that the starclose electronic instructions for use (IFU) states: do not deploy the clip in areas of calcified plaque. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using a starclose se device via a 6fr sheath, after a peripheral interventional procedure. Reportedly, the clip of the starclose se device was deployed; however, hemostasis was not achieved as the clip remained on top of the artery. Manual arterial compression was applied; however, bleeding continued. A cut down was done and the artery was sutured closed. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.